Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose. Customer has had high blood glucose level the over 300 to over 500 range. The customer blood glucose level was unknown at the time of incident and the current blood glucose of the patient is 536 mg/dl. Customer treated with boluses but blood glucose continue to get high and also treated with a syringe. Customer states that they are unsure if the drive support cap is protruded, loose, sticking out or flush. Reservoir was not leak. Troubleshooting was performed. The product will not be returned for analysis.